Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d6, d7, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscope communication failure occurred e227 and e237 scope error. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charge couple device unit, and corrosion in the scope connector, the error code b31 was displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced an error b31 (scope communication error) code. The issue occurred during reprocessing. There were no reports of patient involvement.